Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that on (B)(6) 2011, the pump self-booted two times. Troubleshooting revealed there had been no trauma to the pump, the battery cap was intact and secure, there were no cracks in the pump, and there was no moisture seen in the pump. There was no adverse event associated with this issue.